Event description:
The customer reported to baxter (B)(4) of a flo-gard IV sol. Admin set in which the set "disconnects from the drip chamber. The nurse discover that it was wet at the floor by patient and sees that the tube has fallen off." The event occurred during infusion of utiva. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was received for evaluation. Visual inspection revealed that the tube had disconnected from the chamber. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This is a product not distributed in the us and does not have a 510k number. This issue is being investigated through a CAPA. Should additional information be received, a follow-up medwatch will be submitted.